Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 25.5mmol/l at the time of incident. Customer was treated with insulin pump herself immediately corrects it by adding the bolus infusion high blood glucose level. The customer complained that the pump is abnormal, and unstable blood glucose control. It was unknown that the auto mode feature was active at time of high blood glucose event. The insulin pump will be returned for analysis.